Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 05/09/2014 - sales rep reported revision surgery due to recall. There is no new additional information that would affect the investigation. This complaint was updated on: 05/29/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 7/15/2014 - medical records received. Patient revised to address metallosis. Upon revision, a large amount of dirty, rust colored fluid, dark metal staining on the posterior capsular material, and a significant amount of almost a carbon appearance on the neck of the prosthesis were noted. The information received does not change the MDR decision. This complaint was updated on: 07/23/2014.

Event description:
Litigation alleges release of metal and metal ions into body tissues and blood, pain, anxiety and limitation of movement. Comment: it should be noted that the law firm uses the same (or similar) complaint for all patients, so it is possible these symptoms are not specific to this patient.